Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse also reported that all buttons were unresponsive. The customer's spouse also reported that the insulin pump would not turn on. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer's blood glucose was 337 mg/dl at the time of call. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.